Event description:
Boston scientific received information that this patient was presented to the heart catheterization laboratory for an invasive implant procedure. According to the implant form, the patient developed bradycardia and asystole before venous access was obtained. A boston scientific bradycardia pacing lead was inserted. Although capture was identified, the patient condition did not improve and ultimately the patient passed away. The cause of death was attributed to multi-organ failure including end-stage renal and heart failure. The lead was discarded by the staff and will not be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.